Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of stored egms, the implantable cardioverter defibrillator exhibited a marker anomaly. No intervention was performed. Programming changes were discussed.